Event description:
Pt self-tester reports results lower than reference with the protime microcoagulation system. Pt's therapeutic range: 2.5-3.0 inr. Pt tested on his protime instrument on (B)(6) 2012, generating a result of 2.3 inr. Pt indicated that he did not feel well and went to the ER. Inr tested at the hosp lab was 8.2 inr. The pt was admitted to the hosp for high inr and received a transfusion of 2 units of fresh frozen plasma and administered vitamin k. No indication of any current adverse events related to inr since pt was discharged.

Manufacturer narrative:
(B)(4). Cuvette lot# was not provided. Result: reported customer complaint was not confirmed through the instrument eval. Itc has requested all data required for form 3500a.